Event description:
It was reported that pt underwent total hip arthroplasty in 2007, in which a durom acetabular cup was implanted. Post-op, he experienced pain an x-rays in 2009, revealed that the cup was loose. His surgeon recommended a revision procedure, which is scheduled for four days later.